Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.75mm rotapro and rotawire drive were selected for procedure in the left anterior descending (lad) artery. Ablation was performed with rotapro burr. During procedure, an attempt was made to remove the burr, but the burr was stuck in the rotawire drive inside the patient and could not be pulled out any further. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire drive devices. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a portion of the rotawire drive. The rota device used in the procedure was returned with the returned rotawire device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 4 cm from the proximal end of the rotawire. The returned portion of the rotawire was measured, and it was found that 172cm of the wire was returned. The distal portion of the wire was not returned. The distal end of the returned wire was examined, and it was found that the wire was fractured in a way resembling a fatigue fracture. Functional testing was performed using the returned portion of the rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported event, as the returned portion of the rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.75mm rotapro and rotawire drive were selected for procedure in the left anterior descending (lad) artery. Ablation was performed with rotapro burr. During procedure, an attempt was made to remove the burr, but the burr was stuck in the rotawire drive inside the patient and could not be pulled out any further. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire drive devices. There were no patient complications were reported.